Event description:
It was reported that post-procedure of a hyoid suspension, the patient is experiencing difficulty swallowing and discomfort while eating. The patient described a "binding up" of cartilage and feeling as though someone is holding his throat when swallowing. Reportedly, the patient's uvula was removed, but it is not certain if this was prior to the hyoid suspension procedure. The physician is suggesting a reversal of the hyoid suspension. No new information has been received as of the date of this report.

Manufacturer narrative:
Attempts were made to receive the part #, lot #, serial #, and event date, but were unsuccessful. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. This product was being used for treatment, not diagnosis. (B)(4). As reported, the complainant alleged the event was related to a medtronic product similar to airvance / repose system; however, no product information was provided. Neither the device in question, applicable imaging films, nor medical records was returned to the manufacturer for evaluation. No product is being returned to the manufacturer for analysis and therefore, the complaint cannot be confirmed and the investigation is inconclusive. Device description: this system enables surgical treatment of tongue and hyoid-based obstructive sleep apnea. The hyoid suspension procedure is indicated for the treatment of obstructive sleep apnea (osa) and/or snoring. It serves as an adjunct to tongue suspension procedure. The goal of this procedure is to help improve airway patency by providing anterior/posterior and lateral support of the lower airway, as well as lateral support of the base of the tongue. This is accomplished by advancing and suspending the hyoid bone and associated musculature. Two small titanium screws with attached sutures are implanted in the lower mandible, and the sutures are looped around the hyoid bone to suspend it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.